Event description:
It was reported that the insulin pump alarmed button error and had condensation in the screen, as well as a crack in the plastic. The blood glucose reading was 153 mg/dl. The customer stated that she had the insulin pump against her skin and it looked as though it had been exposed to moisture. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.